Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy, skin tears were found under the pads being used on a (B)(6) infant during a skin assessment. The pads had been placed over incision sites. No secondary intervention was performed. The skin tears were on the chest and abdomen. The patient was on hypothermic therapy after having a post cardiac arrest. The patient had been on vasopressors. Per additional information received, therapy was initiated on (B)(6) 2015 and concluded on (B)(6) 2015. The patient was cooled to the target temp of 33 degrees celsius. Upon removal of the pediatric universal pads, small skin tears were noted in the right upper quadrant area. The appearance of the skin was noted to be irritated with purple discoloration under the abdominal pad area. The facility reported only monitoring the wounds. The patient was also noted to have significant edema. Skin assessments were performed every four hours.

Manufacturer narrative:
Received 2 arcticgel pediatric universal pads only, without the original packaging. Initial visual inspection noted no obvious defects. Per further visual evaluation it was found that it was not possible to describe any condition of the product that would have contributed to the reported issue. The only thing that was noted was that one of the pads had removed the non-woven tape which goes over the hydrogel, the other pad had no manufacturing deficiencies and it is complete (have the non-woven tape over the hydrogel). The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.